Manufacturer narrative:
The user-reported occlusion issue was confirmed. The pump failed the occlusion test. The pump was also found to have a flow rate issue and a battery outside of the warranty, neither of which are related to the user-reported issue. The battery and pressure sensor were replaced. The pump was repaired, recalibrated, and tested to meet all specifications on 01/30/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00008).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump.

Event description:
The user reported an occlusion issue with the pump. The user asked about how to adjust the occlusion and informed that the pressure sensor is not adjusting correctly. No patient injury or harm was involved.